Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported during an elective ipg replacement one lead had several impedances. Surgical intervention took place wherein the system was explanted to address the issue. Note: it is unknown which lead is related to this issue.